Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy, while transecting the bowel, the device half-fired and could not be convinced to continue firing. A new stapler needed to be opened and used to complete the case. There was no patient injury.